Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (2000 mcg/ml at 150 mcg/day), bupivacaine, and droperidol via an implanted pump. On (B)(6) 2020 it was reported that the physician discovered an infection in the patient¿s pocket site, so they replaced the pump yesterday (B)(6) 2020) and put the replacement pump on the other side of the patient¿s abdomen. It was reported that the patient was immunocompromised with a stage 4 blood disorder which could be a likely cause of the infection. The hcp sent the infected fluid to the lab for testing post-surgery; however, they did not have the results yet. No further details were provided regarding the event. No further complications were reported/anticipated.